Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges the unit caught fire while using the product. Dealer alleges the wiring harness from the left motor and the harness by the battery box had an issue. Batteries are melted and so is the tray.

Event description:
Customer alleges the unit caught fire while using the product. Dealer alleges the wiring harness from the left motor and the harness by the battery box had an issue. Batteries are melted and so is the tray.

Manufacturer narrative:
In summation, failure to maintain the device in combination with the failure to use the unit as intended are the likely cause of the thermal event.